Event description:
The device was used during a laparoscopic colon resection procedure. Reportedly, the clips did not advance. The surgeon used another device to complete the procedure. No pt injury was reported.